Manufacturer narrative:
Pictures of the product were provided to perform an investigation. The pictures showed that the tubing set spike (spike gets inserted into the intravenous port of the bag) broke. Based on review of the manufacturing controls, it was improbable that this breakage originated during the manufacturing process. The most probable cause was that the product became damaged after it left the manufacturing facility. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. Based on the available information, root cause was unable to be determined. Concomitant medical products/therapy include pantoprazole 40mg, senna 8.5mg, spironolactone 25mg, mag-ox 400mg, torsemide 10mg, lidocaine patch, eliquis 5mg, budesonide inhalation, varvedil 6.25mg, colace 100mg, fluoxetine 10mg, duoneb inhalation, levothyroxine 25mg and milrinone IV continuous. Operator of device and if the initial reporter also sent report to FDA are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (b)(4.

Event description:
It was reported by the patient that upon hanging the pre spiked milrinone bag to infuse, it would snap and leak. No patient injury was reported.